Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump. Technical support instructed the customer to call back if the issue reappeared and offered additional assistance, which the customer declined, indicating no further action was needed.